Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an air leak at the tip. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object at the tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the plastic distal end cover had foreign objects. Additionally, due to a scratch on the bending section cover, water tightness was lost. Due to a pinhole on the channel tube, water tightness was lost. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up down knob was out of the standard value. The adhesive on the bending section cover had a chip. The adhesive on the bending section cover had a white clouded area. The channel tube had a scratch. The adhesives around the objective lens had white clouded areas. The adhesives around the light guide lens had white-clouded areas. The paint on the scope cylinder was peeling. The protector of the universal cord on the control section side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the device could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor field performance for this device.